Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation with respect to the reported door issue, which was confirmed by a door not fully latched alarm. The messages were found to be caused by loose link screws. The screws were replaced.